Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. This observation was made prior to implant, while the device remained within the packaging. A similar device was successfully interrogated and implanted without reported complication. The suspect device was not used.